Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not alarming as expected during use, adding that it did not provide an alarm when it had become disconnected from the patient. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not alarming as expected could not be reproduced. The initial reporter had stated that the device did not provide an alarm when the patient circuit had become disconnected; however, ventec reviewed the device¿s electronic logs (device logs) and confirmed that it had displayed the patient circuit disconnect alarm. Ventec was unable to reproduce the reported issue during subsequent testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.